Event description:
Lab staff was removing the collection tube from the back-end needle that enters the tube allowing the flow of blood into the tube. Removing by standard procedure. The tube came out, but the cap remained on the needle spilling blood all over the patient's bed. Patient had to be redrawn and was a difficult draw.